Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 23 jul 2021. Patient had a unknown depuy sigma system implanted. On (B)(6) 2019, the patient underwent a primary left knee arthroplasty to address osteoarthritis. Depuy products were implanted, patella was resurfaced, and unknown cement was utilized. Primary product information can be found on page 73 of the medical records. There were no indicated intra-operative complications. On (B)(6) 2019, the patient underwent a left knee revision to address infection. At evaluation visits prior to revision, the patient was experiencing pain, swelling, and decreased range of motion. The surgeon noted synovitis, softening of the bone, and a small abscess in the patella that was debrided. The tibial insert, tibial tray, and femoral component were revised. There is no evidence the patellar component was revised. The surgeon placed an antibiotic spacer and the patient received IV antibiotics. There were no indicated intra-operative complications. Doi: (B)(6) 2019, dor: (B)(6) 2019, left knee.